Event description:
The onestep electrode with pacing adult pads failed the defib test on the CPR cart. This was the pads first use - just had removed from package. The packaging/product had not been bent during storage.